Event description:
It was reported that when the patient presented in clinic for a routine follow up, inappropriate anti-tachycardia pacing therapy for supraventricular tachycardia was observed. Programming changes were recommended.

Manufacturer narrative:
(B)(4).